Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23028, 2017865-2020-23029. It was reported that the patient was in complete heart block and showed to the emergency room with no pacing and an escape rate around 40 beats per minute. The physician wondered whether there was a current drain that was causing the lack of pacing and leading to complete heart block. The physician was also unsure whether there was oversensing issues due to programming or due to the device. There was no evidence of oversensing due to programming, and oversensing could not be reproduced. The physician elected to explant everything. The pacemaker system was explanted and replaced. The patient was stable post-procedure.